Event description:
It was reported the rigid video laparoscope had cracked eyecup. The event occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report presents the results of the final investigation. Updated fields: d8, d9, h2, h3, h6, h11 corrected fields: e3, e4, g2 the device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the investigation, the most probable cause for the malfunction was traced to component failure. The cracked eyecup was caused by a broken eyepiece funnel. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.